Event description:
A site rep, an equipment tech, called in to report a broken awl tip, 960-341. The site rep said the tip broke off during a case, however, could not provide any details about the case. It was reported the procedure was completed and there was no harm to the pt.

Manufacturer narrative:
Pt info not available at time of this report. Lot number not available at this time. Device MFR date is dependant on the lot number, and not available at this time. Replacement part shipped (B)(4) 2011. RMA issued. Part has not been returned to MFR for eval as of the date of this report.